Manufacturer narrative:
The awareness date of the adverse event was (B)(6) 2025 and the complaint form was submitted on 2025/12/11; however, the awareness date (B)(6) 2025 was inadvertently inputted as the complaint form submission date (2025/12/11). Therefore, the due date of the MDR submission appeared to be 2026/01/10 rather than 2026/01/07. The listed awareness date was corrected on 2026/01/08 and submitted immediately, as the correction of the awareness date raised a flag of delay by 1 day. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Difficult to pull down the inner sheath / endoleak (type I): the relay pro stent-graft was attempted to be deployed from just below the brachiocephalic artery. However, when the inner sheath was pulled down by rotating the deployment grip with the controller in the "2" position, the handle was too stiff to rotate easily, requiring considerable force and time. During this process, the device received a strong blood flow and moved out of the desired position, which prevented the stent-graft from being implanted in the intended position. This resulted in the stent-graft not completely covering the intended portion and causing a type 1 endoleak. An additional relay pro stent-graft of the same size was implanted to address the leak. Subsequently, the procedure was completed. Operation type: tevar blood loss: unknown no image available due to hospital policy no pre-case plan available due to hospital policy no additional information available due to hospital policy. (Tc#bm251210930)". Patient outcome: "no health damage to the patient."